Manufacturer narrative:
Product complaint #:(B)(4). Initial reporter occupation: lawyer. Dmf# (B)(4). Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left attune total knee to treat osteoarthritis. The patella was resurfaced and depuy cement x 3 was utilized. There were no indicated intra-operative complications. Patient received a left knee revision to address pain, patella maltracking, contracture, open wound, and tibial tray and femoral component loosening at the cement to implant interfaces. The patella maltracking was corrected with a lateral retinacular release and sutures. The contracture was corrected with a posterior capsule release. The tibial tray, tibial insert, and femoral component were revised. The patellar component was retained. The patient was revised with depuy products and competitor cement. There were no indicated intra-operative complications. Doi: (B)(6) 2017. Dor: (B)(6) 2018 left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed 07 oct 19 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed, (B)(4) units released, expiry date: 28 feb 2019.